Event description:
Redo mitral valve. When checked, it was found to be leaking around the valve between the valve and the ring. Explanted and a new valve implanted. 16.5 yrs post mitral valve replacement a structural deterioration.